Event description:
Event occurred during post market clinical study, (B)(6). On (B)(6) 2016 it was reported from (B)(6): "dr (B)(6) reported that when the stent was inserted into the coronary artery, the stent came off of the balloon. Dr (B)(6) tried to remove the stent, however it started to embolize* so he went in with another balloon to remove the stent. The study stent was implanted within the radial artery. A bailout procedure was performed and three non-study stents (2.5x26, 2.5x14, 2.5x14) were implanted. Following (B)(4) (medinol USA) meeting with dr (B)(6) from jan 30, 2016, the following details were reported: it was a mid rca lesion, pre-dilation was performed, it was a calcified, diffuse lesion and nirxcell 3 x 33 would not cross and hung up in the calcification. They could not withdraw the system and had to pull everything out. Upon withdrawal, the system was hung up in radial artery and the stent was pulled off the balloon and had to be deployed in the radial artery. It was fully deployed and flow was not compromised (timi 3). They then had to utilize a femoral artery (radial was compromised with stent deployed) to treat the lesion and successfully crossed with 3 integrity systems with no problem. The case was resolved and the patient recovered. Dislodge. (B)(4) mid rca calcified lesion, 80% stenosis.